Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted to date. The reported complaint cannot be confirmed. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Lens remains implanted at the time of submitting the MDR. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the intraocular lens was implanted into the patient's eye and there was a crack on the outside and barely noticeable. In follow-up, it was clarified that there was a tiny knick on the outside of the lens close to the haptic, but the surgeon did not feel it was a big deal, so the lens remains implanted in the patient's eye. The patient is doing fine with no injury reported.